Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens remains implanted and could not be evaluated. But the surgery video was reviewed and the iol appeared to be twisted inside the cartridge. When pushing the lens, the lens was already cracked and then implanted. Volume of used viscoelastic material appeared to be enough. It was not possible to determine the exact root cause. It is still possible that the incident was caused by user error during the settings that was not available in the video but also it is possible that it happened though the user exactly followed the instructions. One similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a ks-3ai aq310ai, 28.0 diopter preloaded injector, and noted after injection, the lens was found to have a small 3mm length crack near the trailing haptic part of the lens. The surgeon decided to keep the lens implanted and monitor. The lens remains implanted and there was no report of any patient injury.